Event description:
Philips received a report on an attraction incident on an ingenia 1.5t mr system. A fire extinguisher was brought into the examination room, attracted to the magnet, injuring a user.